Event description:
It was reported that the patient underwent a successful second-stage deep brain stimulation (dbs) lead implant procedure. There were no reported complications postoperatively and the patient was discharged from the hospital. The patient then fell at home and passed away within a week. The event was assessed to be due to a hemorrhage, however it was also assessed as unknown whether the device or procedure contributed to the patient complication.